Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was traveling in a vehicle at the time of the alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.